Event description:
It was reported to philips that the geo pc and monitor failed, causing no movement on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the geo pc and 21" color lcd monitor cr (cml212-phc), tested the system, and restored it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).